Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  As a precaution, physio replaced the device's battery pins and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off three times during a recent event.  There was patient use associated with the reported event.  The patient, a (B)(6) year-old female, was treated and transported to the local emergency room (ER).  The customer advised that the reported issue did not hinder medical personnel's ability to provide patient care during the event.